Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after eating a small snack and announcing a usual meal, resulting in a blood glucose nadir of 44 mg/dl for approximately 30 minutes; the event was managed with fast-acting carbohydrates and food (pepsi and hotdogs), and no alerts or alarms were reported. Symptoms included hypoglycemia with no reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient low blood glucose that resolved with oral carbohydrate treatment and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding appropriate carbohydrate treatment and meal announcement practices. Investigation of this case revealed an incorrect meal size announcement relative to intake. It was concluded that user-related meal announcement inconsistency contributed to hypoglycemia, and the event resolved following oral glucose treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.